Event description:
Failure to alarm , pump smells, faom /standard dressing in place on abdo wound from 13/9 (customer said blocked but not alarming) minimal drainage into canister. Patient notified mw that devise was alarming and light ws orange but there wasn't any fault been displayed on the screen - they changed cannister and alarm stopped. Wound not progressed in 2 weeks. Carry bag zip broke. Pump also reported in (B)(4).

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy.